Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the localizer was always showing that it was not connected. There was a log error from the system when trying to connect. The camera was broken, therefore, it was replaced and the issue was resolved.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera was not working. There was no patient present when the issue was addressed.